Event description:
It was reported that during a routine follow-up, a securesense alert with episodes of non-sustained lead noise were observed. Review of the stored egms indicated there was no lead noise and the detection was due to oversensing of t-waves. The phyisican elected not to reprogram the device. The device remains implanted and the patient will be monitored. The patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.